Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : b5 , a getinge field service engineer (fse) evaluated the unit. The fse reported that the battery and safety disk were replaced as a part of preventive maintenance. Additionally, it was found that as the vacuum suction performance had deteriorated and the compressor vacuum connector (0103-00-0375) was replaced which resulted in improvement. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that during preventive maintenance cs300 intra aortic balloon pump(iabp) the vacuum suction was reduced there was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cs300 intra aortic balloon pump(iabp) the vacuum suction was reduced during maintenance. There was no patient involved.